Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Proper maintenance and technique were reviewed with the customer and no issues were found. Reagent is stored properly and no deterioration was seen on the test pads. A new novus was installed at the customer site and they are operational. The customer also stated that the original instrument is no longer at the customer site for further troubleshooting. A review of the lot of reagent used has not shown any similar complaints. The cause of this event is unknown.

Event description:
The customer reported discrepant blood results in urine between the clinitek novus and a microscopic examination of the sediment. There was no report of injury due to this event.